Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Device received with broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Device received with cracked keypad overlay, keypad overlay texture damage, label damage, broken belt clip rails, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was broken. Customer reported that the reservoir was not able to locking in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.